Event description:
It was reported that this pacemaker has recorded multiple episodes where t wave over sensing is observed. Various programming options were recommended for this pacemaker that remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.